Event description:
Reporter noted surgeon was using system only for "I/a", after extra-capsular cataract extract, when unit went down during surgery. Completed cortical cleanup manually. Pt had mild, immediately post-op corneal edema with increased iop which cleared over 3-4 days. Felt footswitch didn't function properly.